Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer reported that the sensor triggered threshold suspend at a 125 mg/dl blood glucose. The customer's blood glucose was 402 mg/dl at the time of incident. The customer's blood glucose was 290 mg/dl and sensor glucose was 400 mg/dl at the time of call. The customer stated that she treated her high blood glucose. The sensor will not be returned for analysis.